Event description:
Note: this complaint is from a clinical study (B)(4). The pt was a male of (B)(6) who was transferred to the hospital because of subarachnoid hemorrhage. The procedure was coil embolization assisted with the vrd (B)(4) for subarachnoid hemorrhage in left posterior communicating artery (pcomm). At the time of the procedure, the pt was already in a critical condition. The subarachnoid hemorrhage became increasingly severe and despite the treatment, the pt died on (B)(6) 2011.

Manufacturer narrative:
Catalog numbers of devices used in the procedure. Not that lot numbers of said devices weren't provided: pc4181750-30, pc4181647-30, pc4181550-30, pc4181447-30, pc4181343-30. The product(s) were not returned for eval. W/o return of the devices, the exact root cause of the problem reported could not be determined. Since the lot numbers were not provided, device history records (DHR) of the above catalog numbers could not be reviewed.